Manufacturer narrative:
This report is filed on january 11, 2017. Registration number (B)(4).

Event description:
Per the clinic, the patient experienced infection at implant site and a loss of osseointegration resulting in explant of the device (date not reported). The patient was treated with topical antibiotics and placed under general anesthesia in order to replace the abutment and fixture.